Event description:
It was reported that bd¿ intima-ii catheter tubing burst and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a photo was returned for evaluation. Retention samples were also tested. A device history review was conducted for lot number 735614. Review of the device history records determined that this is the only instance of a needle bent occurring in this production batch. According to the sampling plan applied for product performance. This lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: our engineers attempted to replicate the damage that was observed in the photograph submitted to our facility. This kind of damage was successfully duplicated only after exceeding product specification limits. Root cause description: based on the results from testing several retention samples our engineers have concluded that the most likely root cause for this event is related to the application of higher than reported pressure in the tubing of the device. Rationale: bd will continue to track and trend for this issue.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ intima-ii catheter tubing burst and leaked. No serious injury or medical intervention was reported.